Event description:
It was reported the patient's husband believed the device displayed false readings and the ctg traces were falsely reassuring. The mother was admitted at 29+5 weeks gestation due to high blood pressure with additional admissions through 33+5 weeks gestation. At 33+5 weeks gestation, the patient was admitted for inpatient delivery and at 34 weeks gestation the evening handoff of ctg was completed. The fetal heart rate (fhr) was noted to be 118bpm and then 103bpm. The last fhr was noted to be 95bpm and the mother was transferred to the operating room, general anesthesia was administered, and the baby was delivered via c-section with no heartbeat and apgars of zero. No heart rate was evident throughout the subsequent attempts at resuscitation. The baby was diagnosed with hypoxia leading to multi-organ hypoxic injury, including cerebral edema. The cause of death was acute retroplacental hemorrhage secondary to pre-eclamptic toxemia. In addition, the cause of the hypoxia was acute on chronic maternal placental malperfusion (placental insufficiency). There were no concerns about the device used within the incident review or the coroner's case. It was also indicated by the father that there were no concerns about the devices in use but wanted to alert philips due to fetal monitoring concerns he had heard within industry. The monitor is no longer in use as it was removed due to potential fire damage in 2023, which occurred after this event in 2020.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required. Section e: the reporter is the baby's father/patient's husband. The reporter first name, last name, phone number, and email were provided; however, due to privacy laws were not included in the report.

Manufacturer narrative:
Product support engineers' (pse) analyzed the cardiotocography (ctg) strips provided from (B)(6)2020, and (B)(6) 2020. The pse advised additional information is needed to evaluate the event. The additional information needed is the complete version of the traces provided, because at the beginning, the data/time stamp is missing, so it is unknown when the ctg stopped. The pse also advised that the traces from the day of the incident (B)(6)2020) are needed. It is also unknown what time the c-section occurred and when the baby was born. Multiple good faith effort (gfe) attempts were made to obtain this information regarding this event, but no further information or responses have been received. The product malfunction was unable to be confirmed, because the customer did not respond to requests for additional information.